Event description:
The medical examiner presented to the radiology department on (B)(6)2024 10:44 for a dirty coronary CT for cardiovascular angiography, and while giving a venipuncture, the nurse observed that the post-return orifice plug in the retractor lumen was dislodged, preventing the catheter from being advanced in a timely manner, resulting in the patient's heavy bleeding.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there is outgoing inspection and hourly in-process inspection in place to check for damaged components. As no photo/sample was received for further investigation, root cause could not be determined. The complaint will be re-opened and re-investigated when photo/sample is received.

Event description:
It was reported that bd insyte gn 18ga x 1.88in cap loose the medical examiner presented to the radiology department on 2024/05/10/ 10:44 for a dirty coronary CT for cardiovascular angiography, and while giving a venipuncture, the nurse observed that the post-return orifice plug in the retractor lumen was dislodged, preventing the catheter from being advanced in a timely manner, resulting in the patient's heavy bleeding.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.